Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the radiolucent drive device had an unspecified malfunction. There were no delays in the surgical procedure as an identical spare device was available for use. The reporter stated that the first two devices failed during the procedure; however, a third device was used to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the o-ring was worn and allowed entire the entire device to spin. All the internal components were dirty and corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.